Event description:
White plastic piece inside of the brush head detached from the brush head - oral-b [device breakage] case narrative: consumer via phone stated that the white plastic piece inside of the oral-b cross action toothbrush head detached from the brush head. No injury was reported. 17-apr-2024 follow up via phone: the consumer was a male. No injury was reported. 23-apr-2024 follow up via digital safety assessment survey: the consumer was 55-years-old. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
28-jun-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
White plastic piece inside of the brush head detached from the brush head - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via phone stated that the white plastic piece inside of the oral-b cross action toothbrush head detached from the brush head. No injury was reported. 17-apr-2024 follow up via phone: the consumer was a male. No injury was reported. 23-apr-2024 follow up via digital safety assessment survey: the consumer was 55-years-old. No injury was reported. 28-jun-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.